Event description:
Device issue: device did not operate as intended. Adverse event: failure to achieve hemostasis and surgical intervention. Time of adverse event: during vessel closure. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, when the sheath was removed, hemostasis was not achieved. A cut-down procedure was performed and the suture was found to have pulled out of the superior edge of the arteriotomy. Closure. Hemostasis was surgically achieved. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.